Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2018 at 3:30 pm due to possible pump over delivery of insulin. The customer reported that the low blood was 2.2 mmol/l at the time of incident. The customer reported that the current blood glucose was 4.3 mmol/l. The customer reported that the blood glucose when they admitted to the hospital was 3.3 mmol/l. The customer reported that they have experiencing low blood glucose for four days. The customer reported symptoms related to the customers low blood glucose levels included disoriented, shaky, felt like having severe low, could hardly speak, slurred speech. The cause of the hospitalization per health care professional was that the infusion site was not subcutaneous. The customer reported that they were treated at the emergency room. The customer reported that they were wearing the insulin pump at the time of hospitalization. The outcome of the hospitalization was that the customer drank juice. Troubleshooting was performed related to possible pump over delivery of insulin. The customer reported that the insulin pump may have over deliver insulin because of the blood glucose dropping rapidly. The customer reported that the infusion set was changed on (B)(6) 2018. The customer reported that the drive support cap was normal and the programming on the insulin was accurate. The customer was advised to disconnect from set and remove the reservoir from the pump. The customer reported that the reservoir was showing the same amount of insulin as shown on the status screen. The customer was advised to replace out the insulin pump. Product is expected to return.